Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked. The following information was provided by the initial reporter: patient had IV for approximately 1 hour. Patient reported IV leaking. Nurse assessed patient for site leakage. It was noted that the pigtail section was leaking fluid. Nurse removed IV catheter and further assessed it. When flushing there was visible fluid leakage coming out of the pigtail. Required intervention (not defined).

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383552 and lot number 4330353. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Device batch provided.